Event description:
Subsequent to the initial report filing, return device analysis noted that the soft tip was separated and the separated portion was not returned. Follow-up information was provided stating that the soft tip separated during the procedure. Although the physician does not believe the separated tip remains in the patient, this cannot be confirmed. It was further reported that resistance was noted during advancement and removal of the vision stent delivery system. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the proxmal 1st obtuse marginal (om1). The 2.75 x 15 mm rx vision stent was positioned, however the stent delivery system (sds) balloon failed to inflate. Another stent (unspecified) was deployed successfully. The patient is doing well. No adverse patient effect or injury was reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue and soft tip detachment were confirmed. The physical resistance and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.